Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. The event occurred during an unspecified process step in the med surge department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. Should additional relevant information become available, a supplemental report will be submitted.